Manufacturer narrative:
Correction: (name,email), (phone#). Device evaluation: the sample was received for analysis and the reported event was confirmed. The investigation isolated the failure to the battery. The battery was replaced and all tests passed successfully. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, the unit had some problems with the battery. It was reported that the device readings were not correct. The customer indicated that there was no allegation of patient death or serious injury.